Event description:
Information received from the field notes that the patient presented to the physician's office complaining of light- headedness for over a week. Interrogation noted dashes (---) for rate, refractory and pv/av delay. Attempts to program and a software download were unsuccessful. There- fore, the device was replaced.